Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had no button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 83 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.